Manufacturer narrative:
Citation: kramer, j. Md. Impact of left ventricular filling parameters on outcome of patients undergoing trans-catheter aortic valve replacement. European heart journal of cardiovascular imaging (2017) 18(3):304-314 doi 10.1093/ehjci/jew097 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding the impact of left ventricular filling on the outcomes of patients after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from a single center between 2009 and 2014. The study population included 526 patients, which were implanted with either a corevalve or a non-medtronic balloon expandable transcatheter bioprosthetic aortic valve. The study population was predominantly female; mean age 85.6+6 years. Serial numbers were not provided. Among all patients adverse events included: atrial fibrillation (afib), greater than mild aortic regurgitation and the implant of a permanent pacemaker. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.